Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed a crack on the top and bottom cases along with the plunger case. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found that the base was not responding. Function testing found the base was not responding during power up. The investigation determined that there was contamination on the interconnect printed circuit board (pcb). The pcb was replaced.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a missing serial number - (B)(6). The product fault occurred during testing. There was no patient involvement.